Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that after switching to a new infusion set, has had consistently high blood glucose and an infected insertion site. The blood glucose reading was 400 mg/dl when the customer woke up. The infection site had puss and was swollen and sore. The customer declined troubleshooting for high blood glucose and was advised on techniques to avoid infection.